Manufacturer narrative:
Image review two cine images were received with the initial reported event for review. The first image is of the patient¿s treated leg. Two stents and a guide wire are visible in the image. The two stents are overlapped more than the instruction for use recommendation of keeping the amount of overlap to a minimum. A radiopaque marker band is visible proximal to the distal stent¿s proximal radiopaque marker hoops on the guide wire. The radiopaque marker band may or may not be the radiopaque marker on the entrust inner guide wire lumen / pusher. The second image is of the patient¿s treated leg. The guide wire is visible in the image and only the radiopaque marker hoops of the two stents are visible. A radiopaque marker band is visible proximal to the distal stent¿s proximal radiopaque marker hoops on the guide wire. The radiopaque marker band may or may not be the radiopaque marker on the entrust inner guide wire lumen / pusher. Device evaluation the entrust stent delivery system was received for analysis loose within two sealed sterilization pouches. The entrust was received without its red safety locking tab and tube. The entrust was received in two pieces: handle/outer sheath catheter; and inner guide wire lumen. The proximal end of the inner guide wire lumen was examined: the surface appears to be roughened. The proximal end does not exhibit the presence of adhesive residue. The entrust handle and outer sheath catheter were examined. Several kinks in the catheter were noted and may have formed post-procedure given how the device was packaged for return. During the inspection of the handle assembly, it was noted that the proximal end of the silver outer sheath was pulled into the handle pass the safety tab cavity. The printed strain relief was moved distally to allow the opening of the handle. The pull cable was properly routed around the pulley and attached to the thumbwheel. The proximal hub luer lock did not exhibit an adhesive fillet on its distal end. Under magnification some sanguine and yellow residue was noted within the luer lock lumen cavity. The customer experience of withdrawal difficulties with everflex entrust stent delivery system leaving the inner guide wire lumen on the guide wire was confirmed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to treat a calcified lesion in the popliteal using entrust stent device. The lesion exhibited (B)(4) stenosis, vessel diameter is 4.8 mm and lesion length is 80 mm. The lesion was predilated with pta balloon. The stent was deployed. After removal of the entrust delivery system physician noticed that the inner catheter (closest to the guide wire) had totally detached from the delivery system and was still attached on the guide wire and sticking out from the introducer sheath. The entrust inner catheter was removed from the guide wire and the case was finalized as planned. The entrust inner catheter which had detached from the entire entrust delivery system was still on the guide wire sticking out through the introducer sheath. It was removed by pulling it of the guide wire. Removal difficulties. Difficulty removing device following stent deployment. Procedure was completed by removing the detached entrust inner catheter by pulling it off the guide wire and then closing the vessel with an angioseal device as planned. The device passed through a previously deployed stent and resistance was encounter when advancing the device. No excessive force was used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.